Manufacturer narrative:
A boston scientific technical services consultant walked the caller through programming the device when the lv lead is not desired and discussed each step and its effects and how some features are always bi-ventricular paced regardless of the pacing chamber programming. No other adverse events have been reported. This product issue will be updated if additional information is received.

Manufacturer narrative:
Additional information was received stating this lead was fractured. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was brought in for his annual check and this left ventricular (lv) lead was not working at all despite maximum device outputs. The physician requested the lead be programmed off. The caller had programmed pacing to the right ventricular (rv) chamber only and wanted to know if there was anything else she needed to do to lessen the impact lv lead programming could have on overall device longevity. No adverse patient effects were reported.